Event description:
The initial reporter stated they received a questionable result for one patient sample tested with cobas c bilirubin total gen.3 with a cobas c 503 analytical unit. The customer noted that the sample appeared very dark, but there were no alarms indicating hemolysis, icterus, or lipemia. The sample initially resulted in a total bilirubin value of 0.491 mg/dl. The sample was repeated on a blood gas analyzer, resulting in a total bilirubin value of 1.98 mg/dl. The sample was also repeated using a competitor photometric method, resulting in a total bilirubin value of 1.85 mg/dl. This value aligned more closely with the clinical presentation of the patient.

Manufacturer narrative:
The serial number of the c503 analyzer is (B)(6). The investigation is ongoing.

Manufacturer narrative:
The customer stated that controls were within range. The reaction kinetics data of the initial sample measurement were abnormal. An interference in the assay due to the drug eltrombopag can be ruled out. The investigation could not identify a product problem. The cause of the event could not be determined.